Event description:
A stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, "during the procedure, the physician turned on the electricity and found it was difficult to cut. The physician found that the cutting wire detached." The procedure was completed with a different device (product and manufacturer unknown). No patient complications were reported as a result of this event and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The february 2008 15-month stonetome sphincterotome product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.